Event description:
A customer contacted beckman coulter (bec) reporting that the unicel dxc 600 pro synchron chemistry analyzer was leaking from the reagent probe b. The customer indicated that liquid leaked into the drip tray under the reagent probes and spilled onto the reagent cartridges. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a laboratory coat during this event. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous patient results were generated in connection to this event.

Manufacturer narrative:
A bec field service engineer (fse) was dispatched to evaluate the instrument. The fse confirmed that the reagent probe b collar wash was leaking. The fse performed a preventive maintenance procedure, pmc, incidentally and also corrected the collar wash problem. Multiple parts are replaced and alignments performed, as a routine part of the pmc procedure. The collar wash valves were replaced, tubing replaced, and alignments performed. The fse verified service on the instrument and did not detect leaking. A definitive failure mode is unknown to date. Multiple parts were replaced and service actions were performed, any of which could have caused or contributed to event. (B)(4).